Manufacturer narrative:
The subject device was returned for device investigation. The complaint investigation reviewed the customer provided the cds processes where the following deviation from the instructions for use (IFU) was confirmed: sterilization was not performed. Olympus provided the following result of the culture test, performed at the third-party labs: olympus hmi results 1st sampling: conform sampling date: (B)(6) 2025. Sampling type: sampling solution instrument / biopsy / suction channel; sampling solution/ auxiliary channel; sampling solution air/ water channel; swab distal end bacterial identification: no findings. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the IFU before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.

Event description:
It was reported that germs were found in the working channel of the colono videoscope. There was no reports of patient harm, injury or death.